Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the 6/7f mynxgrip vascular closure device (vcd) did not deploy properly. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. The device history record (DHR) review of lot f1820004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Device available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the mynx vcd was prepped according to instructions for use (IFU). The device was not storage temperature exceeded 25 °c. Hemostasis was achieved with another mynx device. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will not be return for evaluation. As reported, the mynxgrip vascular closure device (vcd) did not deploy properly. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The device was not storage temperature exceeded 25 °c. Hemostasis was achieved with another mynx device. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device was not returned for analysis. The device history record (DHR) review of lot f1820004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1820004) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) did not deploy properly. There was no reported patient injury. The device will be return for evaluation.